Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient experienced infection. Enterococcus fecalis endocarditis was noted with vegetation on the lead and tricuspid leaflet. Elevated temperature, chills, night sweats and shortness of breath on exertion were observed. Chest x ray revealed right lower lobe infiltrate and effusion. The device was explanted. The patient was in a stable condition.